Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 27-dec-2019 and inspection of the unit was performed on 02-jan-2020 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, insertion tube damaged at segment side (unauthorized repair), image shadows, air/ water socket cylinder o-ring chipped, distal cap - fixed type distal tip upgrade, image spots, failed dry leak test, segment steel braid cut, prism cracked, lightguide prong cover glass set loose, failed wet leak test, middle light carrying bundle distal cover glass cracked, fluid invasion not observed in control body, fluid invasion not observed in pve connector, hole in # 2 remote control button cover, bending rubber pinhole, segment compressed, operation channel- primary mild scratch inside, equipment serviced by non-pentax facility, operation channel- primary mild resistance, bending rubber leak at middle section. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, objective prism assy, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, remote control button, lcb distal cover, deflector body link, distal case/cap, o-ring(0.5x1.3). The video duodenoscope is currently awaiting repairs and qc final approval as of 08-jan-2020.